Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. However, it may be possible that the distal sheath was restricted or entrapped within the anatomy such that when the sheath finally released, and the stent deployed, the stent jumped due to the built-up tension within the shaft lumens of the delivery system causing a spring like release of the stent. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a cause for the reported inaccurate delivery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal superficial femoral artery. A 8.0 x 20 mm absolute pro vascular stent delivery system (sds) was advanced without issue to the lesion. During deployment of the stent, the stent jumped forward only partially covering the lesion. No further treatment was performed. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.